Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker was beeping every few seconds without stopping. No interventions or changes were performed. No patient consequences were reported.